Event description:
It was reported by the rep that dr. (B)(6) called her because she had to face the case of one pt, who had a spine surgery around a year ago and had comeback because some of our blockers had been loosened, making fail the whole system. The pt need to have another surgery in order to fix this. Dr. (B)(6) wanted to know if our last tightening (through our instrumental) is failing or if she made a mistake.

Manufacturer narrative:
Add'l info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.